Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarms noted during testing. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device had cracked battery tube threads.